Event description:
The customer reported that a "maintenance required" message appeared during shift change testing. The customer reported that the device was in use at the time of the alleged malfunction, however they did not report any adverse event to the patient or user.